Manufacturer narrative:
Correction: the correct 'date of this report' is 07/28/2016, not 08/15/2016. (B)(4).

Manufacturer narrative:
This report is filed on september 01, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient was placed under general anaesthesia and underwent skin revision surgery on (B)(6) 2016 to replace abutment.